Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that they experienced high blood glucose. The customer's friend reported that the cannula was bent after removing the infusion set. The customer's friend reported that the insulin had powder after filling the reservoir. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer's blood glucose was 526 mg/dl at the time of call. The customer's friend stated that she treated her high blood glucose with manual injections. The customer's friend was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.